Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined. The cycler is still in use. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The home patient said he has 5 cycle, and was on drain 4, then hc went to end therapy. Product surveillance spoke with the home patient's (hp) registered nurse (rn) on (B)(6) 2012 regarding the homechoice ending therapy after fill 4. The rn stated that the home patient had contacted her regarding this incident. The rn stated that the hp turn the cycler off that night and turned it back on the next evening and was able to continue therapy with no problems. The rn said the hp is still using the same machine. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a program changed by device which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) reviewed the home patient's (hp) therapy. Therapy was complete. The tsr explained that the hc can recalculate. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned, the device is still in use. Should additional information become available a follow-up report will be filed.